Event description:
A customer reported that during cataract surgery with intraocular lens implantation, bubbles were noted in the cassette tubing, leading to unstable aspiration and loss of vacuum in the ophthalmic handpiece during phacoemulsification mode. The system occlusion tone was intermittent. There was no specific error message noted. The procedure was paused, and both the handpiece and cassette were replaced. There was no patient impact. This report pertains to ophthalmic system involved for this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported issue. The system was tested and found to meet product. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.